Event description:
It was reported that the ventilator did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during evaluation of the received problem description and service report. Device's log files were not attached. Our field service engineer (fse) was on-site to investigate the issue and found out that the power control board was faulty and required replacement. After replacing the board the unit began to work. The power control board manage power supply between mains power or external +12v dc and battery module power supply. It also connects and controls charging of the battery modules. Defective power control printed circuit board may lead to stop of ventilation. Alarm shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.